Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the mid right coronary artery with moderate calcification. Pre-dilatation was performed and the 3.5 x 23 mm xience v stent delivery system (sds) was advanced. The stent was implanted; however, a distal edge dissection occurred, which was treated with another xience v stent. The procedure was completed successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: balance middleweight; inflation: medtronic; guide cath: ebu; sheath: cordis. It is indicated that the device is not returning for evaluation. The reported patient effects of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.